Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) identified a <10 ohm shocking impedance during an implant procedure. Cpi's technical services recommended the device not be implanted and that further lead testing be performed.